Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device was not returned.

Event description:
It was reported that the screw (iunihg) fractured within the implant. Doctor is awaiting to remove the fractured screw part. Implant remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was not returned for investigation. Since the products have not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item # and lot # for the implant (DHR/IFU/rmf) and item family (IFU/rmf) for the screw. No per was provided. No pre-existing conditions were noted. The customer had unknown bone density. The reported device was located an unknown tooth and were implanted for an unknown duration. The customer did not provide pictures or x-rays. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (iunihg) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for iunihg screws dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or devices (iunihg). Therefore, based on the available information, device malfunction could not be verified for both devices and the reported event (screw fracture) was non verifiable. The following sections have been updated: g7: checked "follow-up".